Event description:
Boston scientific received information that three days following the implant procedure, the patient with this left ventricular lead developed diaphragmatic stimulation. It was suspected that the lead had pulled back. The lead was successfully repositioned. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.